Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2021 which is the first day of the month of the aware date.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 3.0x220x150 sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and no patient complications were reported.